Manufacturer narrative:
The sample was not returned therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a worsening condition in their abdominal wound after a derma close device was applied to the wound for seven days. The size of the wound prior to derma close placement was measured at 6 cm in length and 5 cm in width. Loban was placed under the anchors and adaptic was placed inside the wound. At the time of removal of the derma close for wound closing, the wound was noted to have approximated slightly, reported as the wound "was in worse shape than when the derma close was placed and was not sure if the skin would even hold sutures". The physician noted tissue maceration at the site of the anchors. The wound was closed with a nylon suture. The patient outcome was not reported. No additional information is available.